Manufacturer narrative:
No product was returned for inspection. Therefore, a visual and physical inspection of the product could not be performed. No photographs or radiographs of the screw were available for assessment. Therefore, the reported event could not be verified with the available information. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. The top part of the screw has been discarded. The doctor is working with tech support to remove the fractured piece stuck in the implant.